Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. Summary of investigational findings: the following allegations have been investigated: perforation of duodenum, aorta and spine, complex removal. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events. .

Event description:
Description of event according to initial reporter: it is alleged that "on or about (B)(6) 2010, [pt] was implanted with a cook celect vena cava filter. In (B)(6) of 2017, [pt] underwent a CT scan that indicated the cook filter struts had moved since placement with several struts perforating her ivc wall, duodenum, aorta, and spine. In (B)(6) of 2017, [pt] underwent surgery to remove the cook filter. The procedure was considered a complex removal due to the use of a micro puncture set, wire, catheter, and endobronchial forceps." Patient outcome: it is alleged that "[pt] faces numerous health risks, including the risk of death. For the rest of her life, [pt] will require ongoing medical care and monitoring. [Pt] has also suffered significant, disfiguring injuries, including significant pain and distress restricting her ability to engage in activities of daily living."

Manufacturer narrative:
Manufacturers ref#: (B)(4). Investigation submitted 07sep2020 is still valid. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
The following fields were updated per additional information received: b5, b6, h6. Investigation: the following allegations have been investigated: migration, tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
(B)(6) 2017, per a report from computed tomography 2; ¿half of the filter is above the renal veins by 2.7 mm. It may have been placed high or may have migrated to this position. A high position of the filter puts the patient at risk for renal vein thrombosis and renal failure if the ivc becomes thromboses. The filter is tilted anterior left with its proximal cone against the ivc wall. The anterior strut penetrates 11 mm through the ivc wall. It penetrates into the duodenum. The left strut penetrates 8 mm through the ivc wall. The posterior strut penetrates 13 mm through the ivc wall. It penetrates into a vertebra where there are chronic reactive changes. The right strut penetrates 10 mm through the ivc wall. Two left arm strut penetrates 10 mm through the ivc wall.¿

Event description:
Patient allegedly received an implant via the common femoral vein. Patient is alleging vena cava perforation, organ perforation, complex removal. Patient is further alleges a lot of pain. Report from computerized tomography (CT): "retrievable type infrarenal ivc filter is again seen; however tines are seen further outside the lumen of the ivc as described above towards by the posterior wall of the 3rd portion the duodenum, lateral wall of the ivc, anterior cortex of the 13 vertebra and adjacent to the right ovarian vein. No hematoma seen." "A retrievable type infrarenal ivc filter is again seen with multiple tiny tips extending further outside the lumen of the ivc. The anterior time projects along the posterior wall of the 3rd portion of the duodenum the medial time· at the margin of the lateral wall of the of the abdominal aorta. Posterior time abuts the anterior cortex of the 13 vertebral body and the lateral time but the right ovarian vein." Report from CT: "a suprarenal ivc filter is present. There is extraluminal extension of multiple struts. The left renal vein is retroaortic. There are mild atherosclerotic calcifications of the normal caliber abdominal aorta and its branch vessels." Report from magnetic resonance imagining (MRI): "there is susceptibility artifact in the ivc from the known ivc filter." Retrieval report: "the flush catheter was removed over the wire. Following serial dilatation, a 18 fr x 30 introducer sheath was advanced into the ivc. Endobronchial forceps were then placed through the sheath to the filter apex. The filter apex was engaged with the forceps, the filter was withdrawn into the sheath, and was removed. The filter was examined on the table and shown to be intact." "Initial inferior vena cavogram showed the filter centered in the suprarenal ivc lumen with no intraluminal thrombus."

Manufacturer narrative:
Additional information: investigation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding vena cava/organ perforation does not change the previous investigation results for perforation of duodenum, aorta and spine. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: vena cava (vc)/organ/perforation, thrombus, pain. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.